Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. There was no button error alarm during testing. The unit had minor scratches to lcd window, cracked case near lcd window corner, reservoir tube, reservoir tube window, reservoir tube lip, battery tube threads, stained address or serial number label and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 87 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.